Event description:
It was reported that the therapeutic consultant's handheld device was needed to be replaced. The handheld device's screen was reported to have been compromised with dark lines running across the screen. Reading from the handheld device was reported to be difficult as a result. The handheld device was received by manufacturer on 3/11/2015. Analysis is underway but has not been completed to date.

Event description:
Visual analysis of the wand showed that the battery cover latch was broken and missing. But this condition had no adverse impact on device performance. Analysis was performed on the returned handheld noted that no anomalies associated with the handheld performance were found during testing using the ac adapter or the main battery with a full charge. Analysis was performed on the returned software flashcard identified no anomalies associated with the flashcard.